Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced an infection at the ipg and midline incisions. Surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed antibiotics which resolved the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.